Event description:
Additional information: it was later reported the date of onset of (previously reported) infection was (B)(6) 2011, symptoms included fever, redness, drainage, pain, incisional would opening, location the lumbar region. The patient was treated with intravenous and oral antibiotics. The status was infection resolved. It was then reported the intrathecal catheter was explanted due to infection (no date given) and intrathecal catheter replaced on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, about six months after implantation, the patient's catheter was removed due to a 'possible infection' and other medical issues that were unrelated to the pump. It was stated that, from then on, the drug was left in the pump running at minimum rate. The reporter further stated that the pump connector was left on and left open. It was reported that the pump was infusing into the pocket. It was noted that the pump had been empty two months prior to report. Five days later, it was reported that the patient's device was infusing morphine and clonidine. No further information was available at the time of this report. A follow-up report will be made if additional information becomes a vailable.

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unknown. (B)(4).